Manufacturer narrative:
Ppae (ischemia / thrombocytopenia) : the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in d1 (brand name). Additional information (codes) has been provided in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 49 year old male patient who had been admitted in with the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was previously supported by inotropes, vasopressors, and a vent for respiratory needs. No other medical history was shared. The team observed limb ischemia on the cp accessed limb. The leg had lost pulses while on the maximum of the vasopressor, neosynephrine. When they reduced the vasopressor dose the limb improved. While on support there was thrombocytopenia that caused the team to remove heparin and add argatroban. The pump remains on for support and discussions are ongoing for possible escalation to the impella 5.5. The reported ischemia may be influenced by patient-specific factors such as severe peripheral vascular disease, underlying critical illness, hemodynamic instability, and vascular access characteristics, and the noted high vasopressors as noted here.

Manufacturer narrative:
D6b explant date provided e4 was inadvertently omitted on the initial manufacturer device report.